Event description:
The customer reported that there was cidex leaking from the heater. The customer did not want to order a new reservoir tank. The customer put putty on the crack and the unit stopped leaking. There were no reports of physical complaints.

Manufacturer narrative:
The customer found a crack in the reservoir tank. The customer put putty to seal the crack. Customer repaired unit.